Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: 09-jan-2018 a field service engineer (fse) confirmed the reported 101 low pressure error message on the g8 instrument. The fse replaced the pump diaphragm and seal; however, the issue could not be resolved. The fse then proceeded to replace the 2-way solenoid valve, which resolved the issue. The fse verified precision and quality controls being within acceptable ranges. No further action was required. The g8 instrument was functioning within specifications. A 13-month complaint history review and service history review for similar complaints for the g8, serial number (B)(4), was performed from 08-dec-2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting, section 6.3 error messages states the following: 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was a defective 2-way solenoid valve.

Event description:
On (B)(6) 2018 a customer reported receiving 101 pressure low error message while running patient samples on the g8 instrument. The customer is unable to run, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.